Event description:
The customer reported that the system displayed poor image quality. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an onsite investigation. The iris stops were calibrated, the entrance "does" was adjusted, and the camera was adjusted. The system was tested and operates as intended.